Event description:
The returned lead was analyzed and visual (microscope) and x-ray inspection of the lead revealed that this lead was bent/kinked 1 cm from the set screw mark of the clik anchor and all the cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point. With the available information, boston scientific concludes that the event of high impedances were caused by a lead fracture identified during laboratory analysis where the lead body exited the clik anchor. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.